Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on (B)(6) 2016 at the customer's site. A review of the event log showed: tcmid: 01.2 (cooling engine error) message, which indicates that the pump has dropped below its lower speed limit and a tcmid: 01.3 (cooling engine alarm limit mismatch) error message, which indicates that an attempt to start the pump was made, thus confirming the reported complaint of the pump motor stopping unexpectedly. In summary, the root cause for the console displaying tcmid: 01.2 and tcmid: 01.3 error codes was determined to be due to a defective I/o board, which was replaced. The thermogard tgxp went through functional, calibration and electrical safety testing. The system passed all final functional tests. The thermogard meets its performance specifications or otherwise performs as intended. Evaluated at customer's site.

Event description:
It was reported that during device set up, prior to patient use, an alarm sounded and the thermogard ivtm console's (s/n (B)(4)) pump motor powered on and at a short time later it powered off on its own. Another thermogard system was used to start and complete patient's therapy. No patient involved during the set-up of the thermogard. No additional information was provided.